Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance since activation, an absence of sound detection and lack of responses with the device. Impedance has normal measurement; however, when intraop and postop neural response telemetry (nrt) was attempted, no measurements were obtained. The patient also experienced dizziness with and without stimulation. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with a new device during the same surgery.